Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported that her adc blood glucose monitor was providing erratic results. Results were reported in pairs of readings that were all taken from the same meter ¿within a few minutes of each other¿ as follows: 5.8 and 10.6 mmol/l (105 and 191 mg/dl); 2.7 and 9.3 mmol/l (49 and 167 mg/dl); 3.1 and 12.3 mmol/l (56 and 222 mg/dl). No dates or times were provided for the readings. The customer reported experiencing ¿hypo symptoms¿, and went to see her health care provider. She was diagnosed as having hypoglycemia, and treated with ¿orange juice and something to eat¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose monitor was providing erratic results. Results were reported in pairs of readings that were all taken from the same meter ¿within a few minutes of each other¿ as follows: 5.8 and 10.6 mmol/l (105 and 191 mg/dl); 2.7 and 9.3 mmol/l (49 and 167 mg/dl); 3.1 and 12.3 mmol/l (56 and 222 mg/dl). No dates or times were provided for the readings. The customer reported experiencing ¿hypo symptoms¿, and went to see her health care provider. She was diagnosed as having hypoglycemia, and treated with ¿orange juice and something to eat¿. There was no report of death or permanent injury associated with this event.